Event description:
It was reported that during an esophagectomy, "when the new cartridge was opened, it was found that part of it had been mangled. The firing knob could only be pushed forward." Another kind of linear cutter of other company was used with no consequence to the pt. The or procedure was extended about 1 hour.